Event description:
A caller reported a malfunction on a pump, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction did not recur. The caller was advised to continue using the pump and to contact support if the issue happened again.